Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, the fiber breaks in first use shortly after use. The procedure was completed with another device without patient complications.